Event description:
The customer reported having a lost sensor alarm. The customer stated that the blood glucose was 80mg/dl and her husband drove her to the hospital. The customer was in the hospital for two weeks. The caller stated that she fell down and passed out. She hit the floor and broke her eye brows and cheek bone. The customer also stated that she had low blood glucose of 20.0 mg/dl in the past, and then her glucose level went up to 371mg/dl. The customer mentioned taking prednisone medication for inflammation. The customer also stated that the insulin pump is not communicating with the transmitter. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the programming, and found that the reservoir was showing more insulin than what is shown on the status screen. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.